Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A vendor in washington reported, on behalf of a healthcare facility, that during preventive maintenance of an rd900aeu neopuff infant resuscitator, the peak inspiratory pressure could not be adjusted. There was no reported patient involvement.